Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 250 units of insulin. Reportedly, after delivering approximately 90 units of insulin, the insulin gauge decreased to zero, and an empty cartridge alarm occurred. Reportedly, a new cartridge was loaded and insulin delivery was resumed. The customer's blood glucose (bg) level was 147 mg/dl. However, the customer delivered a bolus due to thinking food would be consumed, but did not eat any food despite taking the insulin for it, and experienced a low bg level of 56 mg/dl. To treat the low bg level, the customer consumed soda and reported bg level returned to target range.